Manufacturer narrative:
Continuation of medical devices: 694765 lead implanted: (B)(6) 2011, 5076-45 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to infection and vegetation on the valve. No further patient complications have been reported as a result of this event.